Event description:
Physician was using davinci cadiere and noticed that it would no longer open or close, instrument was removed and upon inspection a broken cable was found. Instrument was taken off the field and replaced with new one.